Event description:
Taste disturbances reported during fitting with audiologist.

Manufacturer narrative:
This pt reported some form of taste disturbances that persisted after the first fitting after activation. Reported during fitting with audiologist. No device was returned for analysis. The chorda tympani is usually divided during the implant procedure. The pt is specifically advised of this prior to the procedure. The presence of a taste disturbance is frequent and typically resolves over time.